Event description:
It was reported to boston scientific corporation that an exalt model d controller was used during an unknown procedure on (B)(6) 2025. During the procedure, the exalt model d controller the customer reported the image flicker, turned to black and later was restored. This event occurred one to two times during the procedure. Procedure was completed with the original exalt d controller and exalt d scope. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6 imdrf code a06 captures the reportable event of loss of visualization.